Manufacturer narrative:
This report is submitted on 8 february 2021.

Manufacturer narrative:
This report is submitted on december 7, 2020.

Event description:
Per the clinic, the electrode array was partially inserted in the cochlea, resulting in the decision to explant the device. The device was explanted on (B)(6) 2020, and the patient was reimplanted with a new device during the same surgery.